Event description:
During evaluation of a returned spectrum pump, the device was missing the direction of flow label. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device found with the direction of flow label missing from the front case. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was the missing direction of flow label. The front case required case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.